Event description:
Customer reported that the applicator did not fire and therefore adc freestyle libre sensor did not apply. Customer was unable to check glucose and therefore experienced loss of consciousness for 5 minutes due to hypoglycemia. Customer was able to regain consciousness by himself and self-treated. No third party treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6), sensor pack, and applicator were returned and investigated. Upon visual inspection, no issues were observed on the sensor, sensor pack, and applicator. Sensor plug was properly seated and applicator had fired correctly. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the applicator did not fire and therefore adc freestyle libre sensor did not apply. Customer was unable to check glucose and therefore experienced loss of consciousness for 5 minutes due to hypoglycemia. Customer was able to regain consciousness by himself and self-treated. No third party treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.